Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main device was not communicating. A technical support specialist (tss) dialed into the device remotely and confirmed that the application launched successfully and communication was functioning properly. The customer was contacted and verified that the device was operating as expected. The case was closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating and displayed several error windows during multiple reboot attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.